Manufacturer narrative:
Analysis synthesis: as the serial number of the lead is unknown, no patient files were provided and as the lead was cappted inside the heart (no returned for the investigattion) no investigation could be performed. The event is recovered in our database for trends purposes.

Event description:
FDA description: it was reported that the lead was capped due to product performance issue. The lead is no longer in service. No additional adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).